Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to 'noise'. The physician elected to replace the lead with a new endotak transvenous defibrillation lead.